Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the occlusion was identified to be caused by a blockage in the cartridge, after which the customer changed supplies and resumed insulin therapy.